Event description:
It was reported that stimulation was turning off. The patient noted that when they checked the implantable neurostimulator (ins) with their patient programmer they confirmed that therapy was still on but the patient did not feel stimulation stating they could ¿feel it turn off.¿ the manufacturer representative inquired what the patient was doing when they noticed the issue and the patient replied that they were usually just sitting. The patient stated that they had tried to lean back to check if it was positional but it did not seem to make a difference. The patient noted that they kept their battery fully charged. There were no falls or trauma reported. The patient was redirected to the healthcare professional (hcp). Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical product: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).